Event description:
On initial contact, dentist reported device overheating, and burned patient's cheek. When contacted for additional information, advised during crown prep, dentist and assistant noticed a small white patch on inside of patient's cheek and thought patient had bit herself earlier. Stopped procedure and noticed it was from head of the attachment and heat it generated. Prescribed an oral rinse for patient and followed up by phone.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Dirt was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original manufacturing specifications. Tests after repair showed no overheating.